Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract extraction with intraocular lens iol implant procedure, the scratch was found on the periphery of the intra ocular lens, that was inserted into the eye. The surgery was completed without product replacement. The scratch was hidden by the iris, and the patient's postoperative vision seems to be good. Additional information has been requested.

Manufacturer narrative:
On initial MDR the FDA product problem code 2993 was an error. It should have been 3020 on the initial MDR. Correction: on initial MDR the FDA evaluation code 4114 was an error. It should have been 4117 on the initial MDR. Video was provided. Lens and cartridge preparation for the implantation is not provided in the video. Other viscoelastic device (ovd) fill or lens placement cannot be confirmed. Nozzle tip comes in the picture when being placed in the incision. Lens position appears to be acceptable during the lens implantation. As the lens is implanted and unfolds, marks/lines are visible at 3 o'clock position over the optic edge. The product investigation could not identify the root cause for the reported complaint. Based on our observation of the attached video, marks/lines are visible at the edge of the optic post implantation. Video on lens preparation for implantation is not provided. A definitive determination of damage cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested, but no further information is available.